Event description:
On march 14, 2008, the lay-user/pt contacted lifescan alleging that a one touch ultra meter was showing previous readings during attempted blood glucose testing. The pt tests her blood glucose twice a day. She manages her diabetes by taking unidentified pills with diet and exercise. It is not clear as to when the alleged meter issue began in relation to when the pt rec'd medical attn in an emergency room (ER). The pt was apparently entering the memory mode of her meter while attempting to perform blood glucose testing. She was pressing the "m" button prior to testing. On an unspecified date/time after the reported issue began, the pt claimed that she developed symptoms of dizziness, sweating, blurred vision, and feeling cold. The pt rec'd assistance in an ER on an unk date/time. The pt's blood glucose was tested on an ER/hosp meter and a result of "57 mg/dl" was obtained. The pt was treated with food and/or a beverage. The reported meter issue was resolved with troubleshooting. The meter test strips and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with severe hypoglycemia and was treated with food in an ER after the alleged meter issue began.